Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 546 mg/dl. The customer reported that she noticed having high blood sugar during the night right after the time that something was changed on her insulin pump by the diabetic educator. It was unknown whether the insulin pump was on auto mode at the time of the incident. The insulin pump will not be returned for analysis.